Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the buttons of the insulin pump are not working. Customer states that specifically the up and down arrow are having issues. The blood glucose reading is 54 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).